Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: according to the complaint record, the date of death was (B)(6) 2012. A review of the pump history was conducted and indicated that the pump was in use until (B)(6) 2011. The last bolus was performed on (B)(6) 2011 at 10:22am. The pump's final basal delivery occurred at 2:13pm on (B)(6) 2011. An unacknowledged empty cartridge alarm occurs on (B)(6) 2011 at 2:13pm and insulin delivery is not resumed. No alarms outside the range of normal patient use were observed in the history. The last blood glucose (bg) value recorded in pump's history is 168 on (B)(6) 2011 at 2:31pm. On investigation, there were no alarms outside the range of normal patient use observed in pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues.

Event description:
The reporter contacted animas on (B)(4) 2012 indicating that the patient passed away on (B)(6) 2012. The patient reportedly was not wearing the pump and had taken it off on (B)(6). It was unknown why the patient took the pump off; it was confirmed that the patient had insulin and syringes to use. The patient was reportedly taken to the hospital on (B)(6), the reporter indicated that the patient did not look like she felt well. The patient was conscious and was able to walk into the hospital. Upon arrival at the hospital, the patient was treated for an elevated blood glucose level of 300mg/dl and admitted to the hospital. Later on while in the hospital, the patient reportedly began hollering and the nurse and doctor were called and they performed a tracheotomy. The patient was then transferred to the ICU of another hospital and their kidneys started to fail. The patient reportedly was supposed to start dialysis the following monday. The patient then passed away on (B)(6). The patient's death certificate lists the cause of death as respiratory failure and sepsis. The reporter indicated that there is no implication of the pump in the patient's death. There is no indication of a pump malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.